Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 486 mg/dl. The customer reported customer was taking manual shots as well as of the moment. Customer reported that customer was just anxious about the high blood glucose that she had. Customer declined on troubleshooting. The device will not be returned for analysis.